Manufacturer narrative:
Additional information: the patient has a history of hyperlipidaemia. The index procedure was prompted by stable angina and a positive functional study. During the index procedure, three resolute onyx des were implanted in the lad. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. The patient recovered. The dissection was not caused by any study device, caused by pre-dilation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported dissection was observed in the lad. The patient was treated with stenting.